Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient inserted the sensor into the abdomen on (B)(6) 2019. The patient reported while at work on (B)(6) 2019, the continuous glucose monitor (cgm) sensor failed but because she had the volume on the alert volume turned down, she did not know the sensor had failed. She checked her blood glucose (bg), it was 400 something and she administered insulin to address the elevated bg. During the night and in the morning, she had been nauseated and vomited reddish, brown fluid. She attributed the nausea and vomiting to the flu and did not notice that the sensor had failed. Her husband took her to the emergency department, her bg upon admission was over 900 mg/dl. She was admitted to the hospital for dka and treated with insulin via intravenous (IV) therapy, dextrose, fluids and antibiotics. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.